Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was repaired and the device was returned to service. The customer did not specify how the device was repaired to resolve the issue. No further details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's stand had screws that were stripped, and could no longer be tightened. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a stand with screws that were stripped and could no longer be tightened. It was noted that the screws were at the base of the stand. The customer was provided with the part number for a replacement hardware kit. This investigation is ongoing.